Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. Final analysis found a complete lead was returned in one piece with the stylet. X-ray examination of the lead found overtorqued inner coil at the connector region consistent with procedural damage. The stylet insertion to the lead could not be performed due to the overtorqued inner coil at the connector region. The cause of the reported event was due to the overtorqued inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited low measurements so the physician decided to reposition the lead. When the stylet was removed, it could not be re-inserted. The lead was removed and replaced. There were no patient consequences.